Manufacturer narrative:
Product event summary: analysis confirmed the reported event; stylus/touchscreen was unresponsive due to the xy printed circuit board assembly. It was noted errors were found in the programmer update history.

Event description:
It was reported the programmer was not working properly; it started up (booted up) but then later it got stuck and an error code displayed. The programmer was returned for service. No patient complications have been reported as a result of this event.